Event description:
At 10:05 am on (B)(6) 2022, the patient was admitted to the gastroenterology department of our hospital for treatment due to dryness in the mouth, polydipsia and emaciation for 1+ month. At 09:21 in the morning of (B)(6) 2022, the patient went to the endoscopy room for colonoscopy. At 09:28, during use, the doctor found that the angle of the endoscope could not be rotated, caused the patient's gut bleeding. The user stopped using immediately, reported to the director of the department and the medical equipment department, replaced other scope and observed the patient's condition. At 09:32, the patient's bleeding stopped. This event occurred at the time to during use. There was no report of patient harm.

Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information. This device is classified as import for export, therefore 510k is not applicable.

Manufacturer narrative:
Correction information: d4: unique identifier (UDI) g6: follow up #1 h2: if follow-up, what type? H3: device evaluated by manufacture h6: coding changed based on the investigation result. D8: was this device serviced by a third party? H4: device manufacture date. Evaluation summary: gfe results indicated that the patient was completed the examination and went home the same day. It also, the doctor injected adrenalin to stop the bleeding. The scope has been repaired by third party. Based on the events reported in this case, it was determined that bending was not possible due to the angle wire breaking in the endoscope control section.